Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that they wear the insulin pump in their pants pocket. Customer's blood glucose reading at the time of the call was 63 mg/dl and has treated with glucose tablet. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has cracked battery tube threads and minor scratched display window.